Manufacturer narrative:
(B)(4). The device was not returned for evaluation; therefore, a failure analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the information provided to abbott vascular, the manufacturing records and complaint history. The investigation determined that the reported single leaflet device attachment and complete clip detachment appear to be related to patient morphology/pathology and procedural conditions. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The patient effects of worsening mr, embolism, and foreign body left in patient (mitraclip component embolization), as listed in the as listed in the mitraclip system instructions for use are known possible complications associated with mitraclip procedures. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The other clip delivery system, lot 60107u155, referenced is filed under a separate medwatch MFR number.

Event description:
This report is filed for the clip that completely detached from both mitral valve leaflets, lot 51217u148. It was reported that two mitraclips (lots 51014u220 and 51217u148, respectively) and were implanted on (B)(6) 2016 reducing mitral regurgitation (mr) from grade 4+ down to 1-2. On the (B)(6) 2016 echocardiogram, clip 148 was found only attached to the anterior leaflet and mr returned to 4+. On (B)(6) 2016, the patient returned for a second clip procedure. During the (B)(6) 2016, prescreen echocardiogram, clip 148 detached from both leaflets and moved to the medial commissure. During positioning of clip 60107u155, clip 148 embolized to the left atrium. Deployment was initiated for clip 155. All steps were performed per the instructions for use, but the shaft of the clip delivery system did not detach with the initial deployment sequence. Troubleshooting steps were performed and clip 155 was successfully deployed. The mr grade remained 4+, so another mitraclip (lot 60205u105) was placed between the clip 220 and clip 155. Mr still remained 4+, so another mitraclip was inserted (lot 60108u206). Clip 206 was placed between 220 and 105, but there was still no impact to the mr, so it was removed, undeployed, from the anatomy. Clip 148 was snared and removed from the left atrium to the femoral vein, but the clip became lodged in a branch of the femoral vein and remains there. No additional information was provided.